Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8352-50, serial number:(B)(6), batch/lot number: 7003787, model/catalog description: coveredge x 32 surgical lead kit 50 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient felt inadequate pain relief despite having established programs and coverage of pain areas. The patient also required removal of the scs device for MRI purposes. The patient underwent a procedure where the scs devices were removed. There were no reported complications post operatively, and the patient is expected to fully recover. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8352-50 serial number: (B)(6). Batch/lot number: 7003787 model/catalog description: coveredge x 32 surgical lead kit 50 cm unique identifier (UDI): (B)(4). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The devices were disposed by the medical facility and not returned for analysis. Therefore, a physical analysis could not be performed in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The explanted devices were disposed, and as such physical analysis has not been conducted in our laboratory. However, a labeling review was conducted which determined that the reported event of inadequate stimulation is a known risk associated with the use of the device, as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient felt inadequate pain relief despite having established programs and coverage of pain areas. The patient also required removal of the scs device for MRI purposes. The patient underwent a procedure where the scs devices were removed. There were no reported complications post operatively, and the patient is expected to fully recover. The explanted devices will not be returned as they were disposed by the medical facility.